Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 250 mg/dl (aviva system 1) and 90 mg/dl (aviva system 2). Results were obtained using different strip vials of the same strip lot. After receiving a result of 73 mg/dl (aviva system 1) approximately 8 hours prior to the 250 mg/dl, customer had taken her normal insulin. At the time of the 250 mg/dl result, customer had symptoms of low blood sugar. Customer is paraplegic and husband is primary caregiver. Husband prepared a peanut butter sandwich for the customer which she consumed on her own while alert. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system 1. Reference medwatch with patient identifier (B)(6) for the aviva system 2.